Event description:
We received an allegation of discrepant inr results with a coaguchek xs meter. The result from the meter at 12:15 p.m. Was 5.8 inr. The result from the meter at 12:33 p.m. Was 4.0 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of weekly.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.